Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 303552 and lot number 3004134. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received when aspirating a 50ml solution of sfo 0.9%, the volume was larger than the marking printed on the syringe barrel additional information received regarding the information requested by the supplier, we found that the batch mentioned in the notification is not in the warehouse. A new batch is already in circulation, making it difficult to know exactly how many had a problem. For the time being, we have not received any complaints about the new batch. Unfortunately, we don't have a sample available to analyze what happened. - date of occurrence - 05/07/2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When aspirating a 50ml solution of sfo 0.9%, the volume was larger than the marking printed on the syringe barrel.